Manufacturer narrative:
The main component of the system and other applicable components are : product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it did not work for them and had it removed and had a broken wire,  that they did not removed  the fragment which  left a permanent scar.  No further complications were reported/anticipated at this time.